Event description:
It was reported that a lead safety switch was triggered on this pacemaker system due to high out of range right ventricular pacing impedance measurements. Technical services (ts) advised there was approximately five seconds of pacing inhibition. In unipolar sensing noise was observed and oversensed. Ts found loss of capture in bipolar pacing. Reprogramming was completed to a unipolar pacing and bipolar sensing configuration. Additional information has been requested but was not provided at this time. This pacemaker remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the b5, describe event or problem field for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that a lead safety switch was triggered on this pacemaker system due to high out of range right ventricular pacing impedance measurements. Technical services (ts) advised there was approximately five seconds of pacing inhibition. In unipolar sensing noise was observed and oversensed. Ts found loss of capture in bipolar pacing. Reprogramming was completed to a unipolar pacing and bipolar sensing configuration. Additional information has been requested but was not provided at this time. This pacemaker remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that a lead safety switch was triggered on this pacemaker system due to high out of range right ventricular pacing impedance measurements. Technical services (ts) advised there was approximately five seconds of pacing inhibition. In unipolar sensing noise was observed and oversensed. Ts found loss of capture in bipolar pacing. Reprogramming was completed to a unipolar pacing and bipolar sensing configuration. Additional information provided this pacemaker was subsequently explanted. Another device was expected to be implanted but the associated implanted leads were damaged during device explant. The physician instead implanted a temporary lead. The field representative provided the physician will attempt to extract the leads at a future date. This pacemaker has not been returned at this time. No additional adverse patient effects were reported.